Event description:
It was reported that the drainage catheter detached and remained in the patient. A 6.3 flexima apdl was selected for a renal cyst puncture procedure under local anesthesia. During procedure, the catheter was placed to reach the renal cyst. The drainage catheter was put in place on the guide and the guide was removed. The cyst was drained with the drainage catheter, then it was injected with contrast product and it was removed by the drainage catheter, then injected with 40cc alcohol with a contact time of 15min. Then, when it was necessary to remove the alcohol only 10cc was removed, so the drainage catheter was moved in order to recover more alcohol. The physician noted a rupture in the drainage catheter and it detached inside the patient. One part of the detached fragment remained in the hands of the physician. An ultrasound scan performed that revealed a two fragment pieces of the drainage catheter were inside the patient. One part of the detached fragment remained in the cyst and another part was found in front of the cyst at the perirenal level. No surgery was performed to retrieve the two fragment pieces of the drainage catheter.